Event description:
It was reported that when the asymptomatic patient presented in clinic for normal follow up, post paced t-wave oversensing was observed. Device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.